Event description:
It was reported that participant in clinical study experienced malfunction alarm identified as code 9-0x20f1 on mobi insulin pump used in slovenia. There was no reported adverse impact to the customer. Clinical team provided pump reset instructions to study site, and no further action was required, with no additional details available regarding event outcome.